Manufacturer narrative:
Other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 30-may-2020, (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving gablofen (500 mcg/ml at an unknown dose) via intrathecal drug delivery pump. The indication for use was noted as intractable spasticity. It was reported that the pump and catheter were explanted due to infection. The event date was (B)(6) 2018. There was not patient death. The patient recovered without sequela. There were no further complications reported at this time.

Manufacturer narrative:
No analysis was performed. The allegation was a non-analyzable medical issue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.